Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 01, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on december 30, 2022.